Manufacturer narrative:
(B)(4). Method: the returned neopuff fascia and valve assembly were visually inspected for damage. Results: the peak inspiratory pressure (pip) adjustment knob was completely broken off and separated from the valve housing. A lot check revealed no other complaints of this nature for lot number 051203. Conclusion: the neopuff pip adjustment knob was found to be completely separated from the valve housing. This is consistent with damage caused by a lateral force on the adjustment knob. The neopuff technical manual includes the following warning: "dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." These checks include both testing of the manometer and valve system.

Event description:
A hospital in the (B)(6) reported that the control valve on a 900iw130 neopuff infant resuscitator was broken. No patient consequence was reported.